Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced signal loss between the dexcom g7 sensor and the ilet while glucose readings remained available in the dexcom g7 mobile app, and the user was not using a receiver. The user did not report alerts or alarms on the ilet. Symptoms included no adverse clinical effects. Outcomes included no change in usual activities and no medical intervention. Investigation included customer support troubleshooting and user education, including reviewing alert history, toggling between g6 and g7 settings, restarting the pump, and re-entering the pairing code. Investigation of this case revealed that the user had been entering the incorrect pairing code into the ilet, which prevented connection. It was concluded that the device performed as designed and that user error caused the connection issue.